Event description:
Consumer reported that she had used product to cover a small blister on her heel. Within 1-1/2 hours, she felt pain, removed the product and noted that the area under the pad was red and swollen. The swelling spread up to her ankle. She reported that her podiatrist advised her to use warm soapy soaks and treated her with an antibiotic. She stated that her podiatrist diagnosed an allergic reactions and that she now has a "hole in her foot".